Event description:
It was reported that thisright atrial (ra) lead was believed to be experiencing loss of capture (loc). The lead remains in service and no intervention was performed. No adverse patient effects were reported.